Manufacturer narrative:
This report is for an unknown cervical spine locking plate/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient ID (B)(6) underwent an anterior cervical fusion at c5-c6 on (B)(6) 2012 to remove an unknown cervical spine locking plate (cslp) plate due to upper extremity pain. There was no indication at what level the prodisc-c was implanted at or whether it had been explanted. This report is for an unknown cervical spine locking plate. This is report 1 of 2 for (B)(4).